Event description:
The surgeons had several instance where attempting to place an io needle and the needle bends. This has happened in training, and most recently on a patient-three attempts, all three attempts-needle would bend when inserting into bone. Md then attempted at ER-same result.